Event description:
A report was received that the patient was having pain where the anchor was at. It was noted that the patient's anchor was kind of sticking out. The patient underwent a revision procedure wherein the anchor was buried deeper. The patient was reportedly doing well post operatively.